Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being use for a thermal therapy procedure. It was reported that the system was brought in for the case and plugged into a wall in the operating room (or), but was losing power. The site tried multiple outlets without change. A manufacturer representative noted that the line power light was not on and the battery charging light was not scrolling like it was charging. It was noted that the system was making a continual beeping noise. The system was turned off to conserve energy. When it was attempted to boot up the system for a post-operative spin, the system would not boot up. The procedure was completed without the use of the imaging system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The mobile view station (mvs) fuse was replaced and the system was working as expected.